Manufacturer narrative:
Batch review performed on 30 november 2020: lot 170478: (B)(4) items manufactured and released on 28-feb-2017. Expiration date: 2022-02-12. No anomalies found related to the problem. To date, 9 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability due to knee laxity. The surgeon, 1 year and 4 months after primary, revised the 14mm poly with a 17mm poly and the surgery was completed successfully.